Manufacturer narrative:
The impella device was not returned by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed.

Event description:
The complainant reported a 35 year old male patient presenting with acute myocardial infarction and cardiogenic shock for impella support. A dissection was noted in the common femoral artery post removal of the 14fr peel away sheath. As a result, intervention was required (angioplasty).

Manufacturer narrative:
The investigation into the reported vascular damage has been completed since the original report was filed. The medical center did not return any impella products for benchtop analysis; only the clinical report was evaluated. The clinical evaluation revealed that patient condition, specifically the patient's vomiting and pancreatitis creating excessive pressure on the groin was the most likely cause of the vascular damage. The failure modes will be monitored and trended. Instructions for use for the related event are as follows: ¿ potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿